Event description:
The customer reported the ventilator was not passing extended self test (est). While performing further checkout, the customer reported the ventilator went vent inop. The ventilator was not in use at the time of the reported problem, therefore there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem. The service technician reported the blower was not operating properly. The service technician replaced the blower controller pcb to correct the problem. Performance verification testing and extended self test (est) was performed, and all tests passed per operating specifications.